Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device was dirty with scratches. The unit was also cracked on the enclosure under the drain fitting. There was also a cracked water tank cover and a worn line cord. The investigator added water to the tank. The customer reported product problem (leaking) was confirmed during the test. Water was leaking due to a crack under the drain fitting. The water was leaking through the cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem occurred due to cracks on the unit that were caused by the user. A user issue was identified as the root cause of the product problem (leaking). The enclosure and water tank cover were replaced to address the leak.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the device was dirty with scratches. The unit was also cracked on the enclosure under the drain fitting. There was also a cracked water tank cover and a worn line cord. The investigator added water to the tank. The customer reported product problem (leaking) was confirmed during the test. Water was leaking due to a crack under the drain fitting. The water was leaking through the cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem occurred due to cracks on the unit that were caused by the user. A user issue was identified as the root cause of the product problem (leaking). The enclosure and water tank cover were replaced to address the leak.

Manufacturer narrative:
Other, other text: returned device was received dirty with scratches. Cracked on the enclosure under the drain fitting. Cracked water tank cover. Worn line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the reservoir was leaking on the level 1 hotline low flow system (hl-90). There was no patient involvement. The product problem was observed during preventative maintenance. The device did not alarm.